Manufacturer narrative:
Pt age/date of birth: unknown, not provided. Pt sex/gender: unknown, not provided. (B)(4). Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut in four parts with detached haptics. Residue of lubricant such as ophthalmic viscoelastics (ovds) was observed. The condition observed in the lens is consistent with a lens that has been cut due to the lens removal process. The reported event of folding issues and handling problem could not be verified in the returned lens sample. Manufacturing record review: the manufacturing records were reviewed. The manufacturing process record was evaluated. There were no discrepancies found during the review and the documentation showed that the production order was manufactured according to specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review related to this complaint. The units were released according specification in compliance with the product intended use as required. A search of the database revealed no other complaints for this production order have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, the reported complaint could not be verified. There was no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the event with the intraocular lens (iol) is related to user error. There was patient contact as the lens was implanted. The lens was removed from the patient's eye and a new lens was implanted. There was no vitrectomy performed; however, an incision enlargement was required. Reportedly, the customer experienced difficulty when folding the lens during preparation. There was no patient injury post-op. No further information was provided.